Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation :other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1991, (B)(6) 1999, (B)(6) 2003, (B)(6) 2007, (B)(6) 2014(discrepancy in date of birth)) and gastric bypass. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (termination)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal. Bleeding"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w(interpreted as between periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, cystitis, hormone level abnormal, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),pelvic/ abdominal, back pain, bladder problems. And bladder infection. Previously reported insertion date was (B)(6) 2012 (discrepancy noted). Tubal ligation: (B)(6) 2014 (tubes tied surgically immediately after c-section). Pregnancy (2013 miscarriage): case number (B)(4). Pregnancy (with complications) (B)(6) 2013: case number (B)(4). Child case: case number (B)(4) (discrepancy in dob of child). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test - on (B)(6) 2011: positive following essure; on (B)(6) 2013: positive. Ultrasound scan - on (B)(6) 2013: single intrauterine gestational sac containing a yolk sac. No fetal pole identified. Additionally, noted is a 0.6 cm complex solid and cystic structure in the left ovary demonstrate pulsatile color flow and a small amount of free fluid in the pelvis. Although the left ovarian mass may represent an evolving corpus luteal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data ws conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), genital haemorrhage ('general abnormal. Bleeding') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w(interpreted as between periods)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), headache ("headaches") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, cystitis, hormone level abnormal, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),pelvic/ abdominal, back pain, bladder problems. And bladder infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w (interpreted as between) periods, general. Abnormal. Bleeding, pregnancy, device ineffective, perforation: other, bladder problems., bladder infection, hormonal changes, headaches and nausea. Patient date of birth, lab data and treatment details added. Essure insertion date was updated. Pregnancy details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.